Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. It was indicated that the sensor was inserted on the back on (B)(6) 2019, which is an off-label data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. In addition, an early sensor expiration was found on (B)(6) 2019 due to potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.